Event description:
It was reported that the ambulance was involved in a offset frontal vehicle impact. There was a patient on board the power pro cot at the time of the event. It was confirmed that the cot did stay in the fastening system. The customer reported that the patient is now deceased, however, it was confirmed it was not as a result of equipment failure. The emt in the rear of the ambulance was reportedly injured, however, further information was not provided. The emt's injury was not as a result of equipment failure. Device is not being repaired due to event.

Manufacturer narrative:
Device is not being repaired due to event.